Manufacturer narrative:
The lot number of the device is unk, consequently the manufacture date of the device is unk. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that after a therapeutic procedure to place a wallflex enteral colonic stent (patient age and gender unk), that stent perforated the colon. The stent was successfully placed in 2007. A few days afterwards, the patient presented in the emergency room with a perforation and the stent was removed by surgical resection (event date unk). As of the next month, the patient remained in the hospital recovering from the surgical procedure.